Event description:
It was reported that the user experienced difficulty inserting a fiasp insulin cartridge into the ilet and later received an ¿insulin set expired¿ alert after rewinding, then reconnected the old connector and tubing instead of installing new components, resulting in use error that impeded proper infusion set and cartridge change. Symptoms included none reported, and the user stated blood glucose was fine. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education with step-by-step guidance and scheduling of additional training. Investigation of this case revealed the device functioned as designed and the event resulted from user error with supply change steps, including challenges removing the cap from the infusion set pitchfork and not replacing the connector and tubing after rewind. It was concluded that the event was attributable to user handling and procedural error, with no device malfunction identified.